Event description:
It was reported that the pt was hospitalized for hypoglycemia and loss of consciousness.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. The pt's physician stated that he believed she had administered lantus long acting insulin via syringe as well as administering additional fast acting insulin with the pump. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the data for the date of the reported hospitalization ((B)(6) 2010) is unavailable for review due to continued pump use. A review of the pump history until the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. There was no defect found on investigation.